Manufacturer narrative:
Complaint was confirmed. Visual observations on the returned ar-8740-50h compression screw, showed that the screw had broken 0.34 inches from the head of the screw (right were the taper section ends). The returned ar-8740-50h was reviewed for critical dimensions at the head of the screw (major diameter) and minor diameter at the end of the screw. The device met all specifications as received. A most likely cause for this event includes improper bone preparation prior to insertion and bending/leveraging the screw while inserting into hard bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a medial malleolus osteotomy and fixation procedure, the compression ft screw, ar-8740-50h, broke while being inserted into the hole drilled using a profile drill and long drill. The broken part was at the conjunction of the cortical and cancellous thread. The screw broke when only 1cm was inserted. The broken fragments were removed and the case was completed with an ar-8740-48h with no adverse effect to the patient.